Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. (B)(4).

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the jaws of the device were articulate, however they would not close, and the device stopped working. The handle was detached from the adapter. The jaws were straightened by attaching another handle. A manual handle was used to complete the case. It is unknown if reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity.